Manufacturer narrative:
Evaluation results: the device was visually inspected and there are no visual defects detected. Water was introduced though all of the device lumens and the water flows from where it should with no defects. The balloon was inflated with 2cc of water and there are no leaks or defects detected with the balloon. The device tip was clamped off and the device was tested for interlumen leakage and no interlumen leakage was detected. This device has no visual or functional defects. These devices are visually and functionally tested 100% prior to packaging. There is no root cause investigation at this time because the device has no visual or functional defects and it functions as designed. A device history record review was performed for raw materials, in-process, finished goods and sterilization for lot number 718998 and there were no non-conformances or capas opened in relation to the nature of thie complaint. The device met all specifications upon release of the product.

Manufacturer narrative:
This event was determined to be reportable dollowing edwards standard procedures.

Event description:
It was reported that the atheter was leaking and would not hold prime. This occurred before the procedure. Product was set aside and a new ep was opened. No adverse results to patient.